Manufacturer narrative:
(B)(4). Visual inspection noted the overmold melted along the blade slot. Inspection found that the amodel overmold was melted near the blade track and the seal plate was charred. The device was activated on a simulated tissue with end tones heard, indicating a completed seal cycle. The investigation identified the root cause of the reported event to be undetermined. No failure mode was identified.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure the tissue was not sealed. Another device was opened to continue the procedure. No patient harm. Nothing fell into the patient's cavity and there was no bleeding.